Event description:
Pt receiving IV contrast via the distal port of a carefusion maxguard-r pressure rated t-connector on a patent 18ga. IV catheter proximal port blew out and contrast sprayed onto floor. When CT tech disconnected distal port pt bled through proximal port. Once the device was replaced the IV worked as designed and the CT proceeded without further incident. (B)(4). Believe lot number to be 12066565. Our understanding has been that these extension sets were designed to be compatible with our CT infusers, and as far as we can tell all connections were made appropriately.